Event description:
At 6:00am, the pt was intubated and connected to a ventilator. At 6:45am, nurses noted a burning spell. It was observed that a portion of a ventilator circuit (tubing) which was connected to a fisher/paykel humidification system completely melted and closed opening of tubing. This melted portion was on the exhalation side of the pt circuit. The pt was immediately taken off the ventilator and manually bagged by the nurse. Ventilator was replaced. Humidification system replaced with artificial humidification unit.